Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to blood glucose as pump was a demo pump and not being used for insulin therapy. No back-up therapy is required.